Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The patient was seen in office and the device was reprogrammed. The programming changes resolved the oversensing issue. The patient will be monitored via merlin. Additional programming changes were made to the device to address the recurring oversensing.